Manufacturer narrative:
Findings: unit had intermittent button response due to flattened (creased) escape button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 125 mg/dl. The customer stated no buttons are responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.